Event description:
It was reported that customer received a minimum fill notification while attempting to reload cartridge with less than recommended amount of insulin. There was no adverse impact to the customer¿s blood glucose level. Customer was educated on using recommended minimum insulin volume when reloading, then successfully loaded cartridge onto pump and resumed insulin delivery after issue was resolved by loading another cartridge.